Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Reporter alleged icons were missing from and darkened on the display of the compact plus system when it displayed 666 without running a test. Customer discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.